Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the controller was acting 'crazy' and was hard to get the controller to start charging their implant (ins) because sometimes they will get 'unable to finish call medtronic' (pt can't remember the exact message). Pt stated they tried to reset the controller, wait for 10 mins before going back to charge their ins. Pt also said last night the same issue happened and after they reset the controller, the controller went to a different language. When asked for event date pt said, 'last month and a half'. Pt suddenly mentioned that their rep provided them the patient services number to call when they have a problem (see secure notes). Pt stated after about 10 mins of charging the ins the battery level didn't really moved and they were at 35%. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller and recharger. Agent had pt to clean the connection pins and start the ins charging session. Pt said they saw the no device found message and pressed try again button without the agent's instruction then they saw the poor recharge quality. Agent reviewed information. Pt said they can feel the ins in their back, and they had the paddle right over the ins then suddenly the controller screen went to the batteries screen showed but kept going back and forth between poor recharge and excellent recharge quality. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the recharger (rtm). *2 calls* agent made an outbound call to obtain hcp information. Pt stated that the controller was still not letting them charge and they got the system problem rm03 message. No symptoms were reported. Additional information was received from a patient (pt). They reported that pt said they got the replacement recharger (rtm), and it charged ins to 100 percent but says that they then saw a replace controller battery screen. They said they can connect to ins but have been in pain since friday night and w asn't getting stimulation. Pt was currently on group a at 5.1v and says the other settings are at 4.3 but were normally higher. They then found the stimulation was off on those settings. Pt turned stimulation back on. This appeared to be the issue. Pt would call back if anything else comes up.